Event description:
The bipolar disposable cable was inadvertently plugged into the monopolar area on the valley lab force 2 bovie machine. This resulted in the pt receiving a less than 1mm thermal burn to his scrotum during a perineal prostectomy. The bipolar cable used was not a valley lab manufactured product.